Manufacturer narrative:
Returned for evaluation was one vortex port. As received, the port was returned in used condition as bio-matter and blood were observed inside and outside of the device. The customer did not return the catheter tubing with the port for evaluation. No manufacturing related defects were noted. During functional testing of the returned device, infusion and aspiration were performed on the port using a non-coring needle and a 10 cc syringe without difficulty. The port functioned as intended. The customer's reported complaint description cannot be confirmed for catheter tubing fractured. The customer did not return the catheter tubing for evaluation. Without receiving catheter tubing for evaluation, we are unable to definitively determine a root cause for this incident. DHR review of the packaging and component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Potential root causes of this failure may be "pinch off syndrome" or drugs used during treatment. The directions for use supplied with the device instructs the physician/clinician on how to properly implant the catheter/port, and cautions against certain handling techniques to avoid "pinch-off syndrome". The instructions for vortex ports use, which is supplied to the user contains the following statements: potential complications: use of angiodynamics port systems involve potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: fibrin sheath, migration, catheter pinch-off (compression of the catheter between the clavicle and the first rib) and catheter fragmentation. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on february 08, 2017 by the patient's parent: in (B)(6) 2016 my (B)(6) daughter implanted a vortex port, which is manufactured by you, in order to perform a chemotherapy treatment for intestine cancer. The procedure for the implantation, performed in (B)(6) by a specialized angiologist, was a success. However, from the very first chemotherapy sessions it was observed some resistance from the port to the beginning of the medication flow. After four months of the implantation, the port ruptured and part of the catheter entered inside the circulation system and installed itself in the arterial vein, which required a risky procedure for its removal. It was reported that the disposable device is not available to be returned to the manufacturer for evaluation.